Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins) only lasted 1 to 1.5 years and that's not how long she was told they would last; there was a longevity allegation. It was also noted that the ins was not working and replacing the device resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.